Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an out of range shocking impedance measurement of 200 ohms. A review of the daily measurements confirmed they have been in range over the past year. Commanded shocks were delivered with one measurement within range and subsequent other measurements all greater than 200 ohms. A boston scientific technical services consultant discussed the potential for electromagnetic interference (emi) in the device clinic and suggesting further testing in a different room. The consultant also suggested isometrics and pocket manipulation be performed. No additional adverse patient effects were reported.